Manufacturer narrative:
Evaluation conclusion code is being corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was unknown. It was reported the pump was explanted due to a reaction to the pump. The dermatology hcp planned to do a patch test. No further complications were reported.